Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the customer¿s blood glucose (bg) level was 1250 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and the customer was released on (B)(6) 2026. Ultimately, the customer reverted to an alternate method of insulin therapy.